Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. The sample was received in a decontaminated plastic bag without its original packaging. Visual inspection of the device did not observe scratches, stains, marks that could affect product functionality or something that might cause leakage on sample provided. Functional testing of the device was unable to confirm or replicate the reported event. The device passed leak testing with no leaks noted. Root cause was unable to be determined as the reported event was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the reporter received a phone call from patient's grandmother. The reporter left patient house about 1 hour previous after completing a remicade infusion. While the reporter was at house, they noticed a small pool of fluid circling the patient's plastic water bottle. It was sitting on a small side table of the couch the patient was sitting on. The fluid made a complete circle around the bottle and trailed off slightly toward the side. At that time, the reporter thought that it was probably from condensation from the water bottle or a slight crack in the plastic bottle because they did not see fluid anywhere else. The patient's piv was intact during infusion and the black case which carried his pump and IV bag was dry to the touch during the entire infusion. The reporter wiped the majority of the fluid up. The patient's grandmother indicated that the fluid was sticky and may have been leaking medication. There was no patient injury reported.